Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging obtaining an inaccurate results, compared to another meter (ultra 2). The reporter claimed obtaining blood glucose reading of "210 mg/dl" with the subject meter, and "186 mg/dl" with the other meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for precision. When a walk through of the control solution was carried out with the reporter the results were found not to be in range, of the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.